Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was tested on an in-house system and passed initialization. However, a review of the system logs confirmed that the stapler 45 failed to initialize. Further investigation found a broken piece of the stapler release key (srk) lodged in hole 1 of the instrument. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken piece of the srk found inside the stapler 45 instrument housing during failure analysis, could result in the instrument grips not opening due to the breakage. Although this did not cause an adverse event, if this malfunction were to reoccur this could necessitate medical intervention if the instrument grips were closed on patient tissue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler failed initialization. There was no report of patient harm, adverse outcome or injury and the planned surgical procedure was completed successfully.